Event description:
A customer reported a system message displayed, the system locked and the irrigation was continuous during a procedure. The case was converted to an extracapsular procedure to complete the surgery. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).